Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart xl+ battery indicator showed the battery as full, but the device would not pass self-test. It was clarified that the device intermittently can't boot up. There was no patient involvement.